Manufacturer narrative:
The technician found the side rail slide broken at the weld. The technician replaced the side rail slide to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No pt impact.